Manufacturer narrative:
Investigation: the investigation has been performed using a keyence vhx-5000 digital microscope. The analysis of the fracture surface illustrates a force fracture due to overload. No pores, inclusions or foreign bodies could be found at the area of the fracture origin. The uneven pin is an indicator of an overload force, most likely leverage effects. Conclusion and root cause: based on the information available as well as on the results of our investigation, the root cause of the failure is most probably related to an insufficient usage. Rational: this kind of instrument is designed for delicate use only. It is almost certain that a mechanical overload situation led to the breakage. The visual investigation indicated that the quality requirements are within the specified tolerance range. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. It was reported tha the jaw of instrument broke off during normal soft tissue retraction. Occurred during shoulder surgery. No patient harm reported. Surgical delay of 15 minutes reported due to search/locating and retrieval of broken piece in patient's shoulder.